Manufacturer narrative:
There was no documentation in the medical record supporting a possible association between the fresenius dialysis products and the event of pneumonia with an outcome of hospitalization. However, there is a probable association between the event and the co-morbid disease of chronic obstructive pulmonary disease (copd).

Event description:
Medical records were provided by the patient's treatment facility. On (B)(6) 2016, the patient presented to the hospital's emergency department with shortness of breath and was admitted due to right sided pneumonia and suspected aspiration after a prolonged episode of emesis. On (B)(6) 2016, a chest x-ray revealed a minimal patchy infiltrate in the right lung base, and the patient was initiated on duoneb (ipratropium bromide 0.5mg/albuterol sulfate 3.0mg) inhalation solution every four hours while awake. The patient was restarted on his home medications of maxipime (cefepime hydrochloride) and levaquin (levofloxacin) (dose regimens and routes not reported). Additionally the patient was initiated on zosyn (piperacillin/tazobactam) 2.25 grams intravenous (IV) route every six hours and was administered 250ml of IV fluids (drug name not reported). Vital signs from (B)(6) 2015 showed oxygen saturation of 94% on 2l/min oxygen via nasal cannula, 99.6 degrees fahrenheit temperature, blood pressure 129/64, pulse 70, respirations 18, slight swelling of upper extremities, and slightly icteric sclerae. Physical examination on (B)(6) 2016 revealed lungs sounds bilateral fair air entry with minimal crackles at the right base and rhonchorous breathe sounds. As of (B)(6) 2016, the patient was discharged from the hospital. It is unknown if the prescribed antibiotic regimen was completed. It is unknown if the event of pneumonia resolved and it is unknown if the patient continues ccpd therapy.

Manufacturer narrative:
(B)(4). The liberty cycler was not received or replaced. The device history record (DHR) was reviewed. According to the last DHR entry there was fluid found under the pump head. A mushroom head check was performed and the test results were within specs. A damaged top cover was also found and the cover was replaced. In addition, the device record review confirmed the labeling, material, and process controls were within specification. A supplemental report will be submitted upon final review of medical records.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a peritoneal dialysis patient was hospitalized for viral pneumonia. The patient was hospitalized on (B)(6) 2016 and released from the hospital on (B)(6) 2016. The pdrn stated the patient has a weak heart and has trouble managing fluid. The patient refused in center hemodialysis and continues with peritoneal dialysis. Medical records were requested.